Event description:
It was reported the gastrointestinal videoscope's image became blurred. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, it was determined that no escalation was necessary to further mitigate the risk. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by the customer.